Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint of a hole in extension leg tubing near arterial port could not be confirmed as no sample was returned or photographic evidence was provided. Without receiving product sample for evaluation, a root cause of this event cannot be determined. (B)(6) was sent to the device manufacturer for DHR review of reported device lot number. See scar response for details. Per supplier: "no samples nor pictures were provided for failure mode evaluation and root cause analysis; therefore, the customer complaint cannot be fully analyzed to confirm the existence of the reported failure mode; regardless that fact, an investigation will be conducted based on complaint description provided by customer." A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the end user with states; "clamping the catheter repeatedly in the same spot could weaken the tubing. Change the position of the clamps regularly to prolong the life of the tubing." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
(2nd device/event) . An end user reported an issue with a temporary, non-tunneled 14f x 15cm basic schon catheter. The patient had the catheter placed on (B)(6) 2020, however, after several minutes of treatment, blood was noted to be dripping from the arterial port of the catheter. A pinprick sized hole was discovered. The patient required replacement of the catheter the following day, on (B)(6) 2020. When the patient returned for treatment on (B)(6) 2020, blood was found to be leaking again, except from the venous port. A small slit was discovered in the catheter line. The patient then had to have a 3rd catheter placed. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.